Event description:
On (B)(6) 2018, a 26mm amplatzer septal occluder was selected but not implanted due to sizing. The device was exchanged for a 24mm amplatzer septal occluder (lot number: 6201959). Upon deployment, the device deployed deformed, cobra-head shaped. The device was safely removed from the patient and a second 24mm amplatzer septal occluder (lot number unknown) was successfully implanted. There were no patient consequences reported.

Manufacturer narrative:
An event of a device deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.